Manufacturer narrative:
Additional manufacturer narrative - serial number was found and update.

Event description:
It was reported via clinical affairs that a female patient with an implanted edwards aortic bioprosthetic valve implanted approximately 11 years ago was diagnosed with aortic regurgitation and subsequently underwent an implant of a transcatheter heart valve inside the failing subject valve. (Valve in valve procedure). No complications reported during the procedure.tee results indicate: ava 0.7 sq cm, pg 74 mmhg, mg 50 mmhg.

Manufacturer narrative:
Additional manufacturer narrative:implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Without return of device, the nature and mechanism of the reported aortic regurgitation cannot be identified or evaluated. Bioprosthetic valve dysfunction is related to both patient factors and intrinsic properties of the valve itself.no information to suggest a device quality deficiency that may have caused or contributed to this event.